Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp and the rep stating the patient had an intracranial bleed. An MRI was ordered. It was reported only a lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unclear why there was ¿bad reading,¿ but they didn¿t suspect equipment failure. According to the hcp the reading never resolved so they aborted the right neurostimulator. Regarding the reported brain bleed the hcp stated it was determined what caused it, but it was evacuated emergently, and the issue resolved, but ¿deficits from the bleed persisted.¿

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the healthcare provider (hcp) successfully implanted the left brain, on the right side the hcp didn't get a good recording, thus the lead placement was abandoned. The rep said the hcp reported the right side may have a brain bleed. The patient has numbness of the hand. No further information was known. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported it was unclear why there was ¿bad reading,¿ but they didn¿t suspect equipment failure. According to the hcp the reading never resolved so they aborted the right neurostimulator. Regarding the reported brain bleed the hcp stated it was not determined what caused it, but it was evacuated emergently, and the issue resolved, but ¿deficits from the bleed persisted.¿

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp via the rep stating the patient passed away on (B)(6) 2018. The rep. Was planning on following-up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported it was unknown what the cause of death was, if it was related to the device or implant, if autopsy records would be available, or what the patient¿s weight was at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the indication for use was parkinson's disease.